Manufacturer narrative:
B3-date of event is estimated. It was reported to abbott a patient underwent replacement due to high impedances and ineffective coverage from both leads. Therapy restored to patient with 2 new leads placed at original locations; left t12 and l1. The lead at l1 fractured during attempt to remove. Physician opted to leave it retained. No intervention was planned for the retained lead at l1 at the time. A lead was then successfully placed at l2. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein two new leads were implanted. The t12 lead was explanted whilst the l1 lead fractured during surgery and was left implanted (related manufacturer reference number 1627487-2024-10900). Effective therapy was restored post operatively.